Event description:
Additional information received reported that the electrodes were out of range prior to the replacement of the implantable neurostimulator (ins). However, they were not out of range over 3,600 during prior interrogation. The reporter was not sure of the cause and reprogramming did not resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3487a-33, lot# j0542999v, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-33, lot# v001185, implanted: (B)(6) 2006, product type: lead. Product ID neu_unknown_lead, lot# *uk6148360, implanted: (B)(6) 2003, product type: lead. Product ID neu_unknown_lead, lot# *uk6116886, implanted: (B)(6) 2003, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID 377875, lot# v012670, implanted: (B)(6) 2006, product type: lead. Product ID 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported there were out of range impedances over 10,000 ohms found when the stimulators were replaced. The patient was reprogrammed as an intervention. Information on outcome has been requested. If additional information is received a follow-up report will be sent.